Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device seal did not come out; patient with a lot of scar tissue. There was no harm to the patient. Additional information was received on 22oct2019. The procedure performed for the patient prior to use of closure device was a percutaneous transluminal angioplasty (pta) using a 6fr sheath. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device due to the scar tissue. The patient's condition was stable. Hemostasis was achieved by manual compression. Additional information was received on 30oct2019. The anchor would not deploy.

Manufacturer narrative:
Results - 114 and 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6 fr angio-seal vip device was received for product evaluation. Visual inspection revealed that the device was returned in completely bent condition within the plastic box. The carrier tube assembly was mated with the hemostasis sheath. No other accessory components were returned with the device. The deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip due to a lot of scar tissue. However, the exact cause of the reported event cannot be definitively determined based on the available information.